Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
In is alleged that the customer found the instrument bedside unit not properly folded on (B)(6). The customer tried to fold the bedside unit, but it didn't work. Performed investigation has shown that unit was last used in the surgery performed on (B)(6) and the unit was turned down/placed on sleep accordingly and with no issues. From provided images, distal joint is off sleep position can be seen which should not happen after successful unit power down suggesting, the arm was most likely manually pushed by a user. Fse has recovered the unit by manually pushing the joint back into sleep position and arm was powered on. Unit unfolded without issues. Attempted multiple power cycles along with multiple fold/unfold without any issues. The unit has been used 3 more times since this event with no further issues reported. At the time of this report, no further information has been provided.